Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 612 mg/dl and "passed out". The customer alleged that the "cartridge was not delivering insulin"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond, and the alleged root cause could not be confirmed. Reportedly, customer was admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider.